Manufacturer narrative:
A2: age at time of event: 18 years or older. Device evaluated by manufacturer: the returned product consisted of an eluvia self-expanding stent system with a 0.014 guidewire stuck inside the device. Visual examination of the returned device revealed a kink to the outer sheath at the nosecone and the pull rack is separated 13cm from the knob. Guidewire was kinked at the handle of the eluvia device which suggests it was likely caused when attempting to remove the wire. Microscopic examination revealed no additional damages. Functional testing found that the guidewire with the proximal inner is prolapsed inside the handle. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the delivery system was stuck on the wire. A 6x120x130 eluvia self expanding stent was selected for use for a stenting procedure in the superficial femoral artery (sfa). The stent was inserted into the patient over a 0.014 non-bsc guidewire and deployed appropriately. The balloon plunger was snapped off after deployment intentionally to remove and then the stent catheter would not come off the guidewire. The devices were removed from the patient together. A new wire was inserted into patient and an additional stent was deployed over a v-18 wire and a new second eluvia stent per plan. The procedure was completed. There were no patient complications. The patient was fine.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the delivery system was stuck on the wire. A 6x120x130 eluvia self expanding stent was selected for use for a stenting procedure in the superficial femoral artery (sfa). The stent was inserted into the patient over a 0.014 non-bsc guidewire and deployed appropriately. The balloon plunger was snapped off after deployment intentionally to remove and then the stent catheter would not come off the guidewire. The devices were removed from the patient together. A new wire was inserted into patient and an additional stent was deployed over a v-18 wire and a new second eluvia stent per plan. The procedure was completed. There were no patient complications. The patient was fine.